Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery. Reportedly, the cartridge was changed to address the issue. The customer continued to use the pump for insulin therapy. There was no impact to customer¿s blood glucose.